Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the scope image b30. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope communication error e216. The issue was identified during inspection for use. There were no reports of patient involvement.